Manufacturer narrative:
The nav-ring defective and not moving issue was found during preventative maintenance. There was no patient involvement at the time the issue was discovered. This is outside clinical use and presents no direct patient harm. Based on this information this is not reportable event. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The nav ring on the device was non-functional, no response to touch at all. Touchscreen was functional. The fse replaced the front bezel to resolve the reported issue. Unit passed required performance verification tests per philips standards.

Event description:
It was reported that the ventilator's navigation ring was not moving. There was no patient involvement.